Event description:
Approximately five months after a urethral bulking implant, the dr noted erosion at the urethral wall. The dr went in and removed all of the bulking material and the pt returned to their pre-existing stress incontinence. No additional info was provided and no further complications were reported.